Manufacturer narrative:
(B)(4). The complaint device was returned for analysis and the device presented peeling along the body at 23.3cm to 26.2cm, at 86.1cm to 86.4cm, and at 139.9cm to 141.1cm from the proximal end. The device also presented two kinks at 120.7cm and at 142.5cm from the proximal end; and the distal tip was bent at 183.4cm from the proximal end. Dimensional inspection measurements were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention procedure, failure to cross the lesion occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous circumflex branch. This 185cm moderate support pt2 guide wire was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed peeled coating along the body of the guide wire.